Manufacturer narrative:
Initial reporter: unknown.

Event description:
It was reported that the left ventricular lead dislodged. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2014.